Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the display lens was was found to be scratched. Unrelated to the complaint, the audio bolus button cover was found to be detached and missing; the remaining step was unable to be completed. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display lens was reportedly scratched and it was not indicated as to whether or not the user was able to read the screen or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.